Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the isi core controller (icc) due to error 90. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The icc was returned for failure analysis, and the reported error was not confirmed or replicated there were no errors in system logs. Upon visual inspection, there were no issues that would be related to the reported event. The unit was installed on a golden system where the icc was not detected and could not be successfully programmed. The patient side cart (psc), surgeon side console (ssc), and vision side cart (vsc) could also not communicate with each other. The icc was not functioning as expected. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during training/demo, the customer contacted intuitive technical support engineer (tse) to report repeated error 90s on the system stemming from the patient side cart (psc). Tse was unable to review live logs as system was not connected to onsite. The customer was continuing with training. No known impact or patient consequence was reported.